Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation -post lumbar laminectomy syndrome/ lumbar radiculopathy. It was reported that the patient met with a "manufacturer nurse" about a year ago who helped with changing the device to help make the therapy work better. Caller reported that the patient is seeking reprogramming again and wanted to meet with someone from the manufacturer. It was reported they were not getting good efficacy. Additional information was received from a manufacturing representative (rep). It was reported that patient met with manufacturing representative (rep) and indicated that he was unable to feel stimulation and his recharge seemed good. When the device was interrogated patient had amplitudes decreased to 0.1 and 0.4 and it took greater than 5 before he felt it. Patient daughter described an incident with the bath sling where he got the device caught in the sling and wondered if that caused the issue. Rep inspected the impedances and found 8-15 channel of the 5-6-5 with > 10,000. At 3.00, #10 electrode registered at 39058 and 11, 12, 13 <(>&<)> 15 were > 20k. Manufacturing representative (rep) checked and programmed around the high impedances and told the patient to see how it works and discussed options. Patient health care professional (hcp) was informed. Patient had x-ray taken but was unavailable. It is unknown if the issue is resolved. Rep will follow up for more information. Rep will see results of programming and wait until ins expires, then consider both ins and lead replacement if necessary. No further intervention at this time if patient deems current programming good. If not, will proceed with plan aforementioned. No surgical intervention occurred. It is unknown if surgical intervention will be planned, rep will follow up for more information. Patient is alive with no injury. No further patient symptoms or complications were reported in this report.